Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the kep nut which connects the negative terminal of the power pcb cable to battery well # 1 was loose. Physio then tightened the loose kep nut and no further power discrepancies were observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times. There was no patient use associated with the reported event.